Event description:
Medwatch form received from the customer that states: "pulmonary artery catheter inserted in 2000 in or. Worked effectively until 4:00am of the next day when rn or physician unable to obtain and measure pulmonary artery wedge pressure. Pulmonary artery catheter replaced. Balloon found to leak after removal." The customer was contacted for further info: report received of an opticath balloon leak. The catheter was inserted in surgery. For an unspecified amount of time the staff was able to obtain the pulmonary capillary wedge pressure post-operatively. The usual frequency to obtain the wedge pressure is every 4 hours. At the 4:00 a.m. Reading they were unable to obtain in the wedge pressure. The catheter was removed and replaced with another. Per the customer, the catheter that was removed "was found to have a leak." There was no report of adverse pt event. Pt reportedly did fine. No add'l info was available.